Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported leak could not be conclusively determined.

Event description:
During the procedure a blood leak occurred. Patient status was unknown.